Event description:
It was reported that the system would not display a fluoroscopic image. This would result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera was evaluated and reseated. All the connections to camera were evaluated and tightened. The system was tested and found to be working as intended and returned to service.